Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection revealed the main circuit board and chassis were damaged by a screwdriver, unsoldered and with screws missing. The main circuit board was replaced to address the issue. The device will be serviced and fully tested before it is returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue. There was no harm or serious injury reported as a result of this incident.